Event description:
Under direct visualization during robotic laparoscopic procedure, articulating wire snapped while mega driver in use. No fragments of wire were noted in surgical field. Device removed and examined. One wire noted to be broken. No pt harm or surgical delay. X-ray taken post-op.